Event description:
A health authority received (B)(4) reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted; twelve of the patients are unilaterally implanted. This patient is bilaterally implanted; this report is for the right eye. No further information is expected. There are (B)(4) reports associated with these events; this is the fourth report.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. Product history reviews for all associated complaints do not demonstrate any correlation between lot numbers, batch numbers, manufacturing dates or manufacturing sites. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product remains implanted. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).